Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as moderately tortuous. It was reported that at the one year follow up the CT demonstrated that the aneurysm was 60 mm in diameter and there was suboptimal sealing proximally. The 3 year follow-up CT with contrast revealed a distal type I endoleak in the left contralateral limb . No actions have been taken to correct the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (insufficient information; cause of the events are unknown); inherent risk of procedure (endoleak). Conclusions: (insufficient information; cause of the events are unknown) 22 known inherent risk of a procedure (endoleak).

Manufacturer narrative:
Additional information received reported that a CT done showed that the max aneurysm diameter measured 66 mm. The CT also showed evidence of an unknown endoleak. Another CT done two months later showed maximum aneurysm diameter was 67 mm, and a type ia endoleak was observed. Another CT done approximately 11 days later showed maximum aneurysm diameter was 66 mm, and there was evidence of an unknown endoleak. If information is provided in the future, a supplemental report will be issued.